Event description:
Customer observed a burning cassette. No adverse event occurred. The manufacturer has confirmed that the device most likely malfunctioned based on complaint information provided. Information reported by user is being reported as required by 21 cfr 803.

Manufacturer narrative:
CAPA to ensure heater alignment of the cassette and investigate other actions to prevent melting. Dock lot: p22012-009. UDI: (B)(4).